Event description:
It was reported "screen glitched from black, to white during use". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "sill in cvicu".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "screen glitched from black, to white during use". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "sill in cvicu".

Manufacturer narrative:
(B)(4). The reported complaint for "screen glitched from black, to white during use" is not able to be confirmed. The product was not returned for investigation. According to the service report, the field service agent checked the pump and could not replicate the issue. The pump passed functional checkout for the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.